Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged and pulled back into the atrium. Patient was asymptomatic. The lead was explanted when repositioning was unsuccessful. There were no complications; patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.